Event description:
During a routine follow-up, the unloaded battery voltage was found to be low. A review of the diagnostics and "egms" showed that noise reversions were detected, the first of which occurred during the last capacitor maintenance. Because the device exhibited eary battery depletion, the st. Jude medical/ventritiex rep advised that the device be explanted as soon as possible. However, the pt was about to begin a four month vacation and the physician and pt elected to switch the device to all functions off and wait until he returned to have the device replaced.

Manufacturer narrative:
H.3 evaluation summary. Analysis revealed damage in the charge module of the device resulting in an excessive current draw, which had caused early battery depletion. The damage was traced to a short in the protect fet (field effect transistor), which caused a loading of the v2x signal resulting in the excess current draw from the battery. The cause of the damaged component could not be determined.